Event description:
On an unreported date, the patient began haemodialysis as a treatment for the event. It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was not reported if the patient received antibiotic treatment for the event however, on an unreported date; the patient began hemodialysis as a treatment for the peritonitis event. On an unknown date, dianeal and extraneal therapies were withdrawn. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.